Manufacturer narrative:
Complaint (B)(4). G2: foreign source: united kingdom. G4: similar us product: p020016. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that during a temporomandibular joint procedure, the fossa implant sample was implanted. This was discovered at the completion of the case. The patient was returned to theater prior to the patient leaving the theater suite and the fossa implant sample was removed and replaced with the fossa implant. This was completed successfully. There was no issue with the packaging of the implant and fossa implant sample.

Manufacturer narrative:
This report is being submitted to update additional information in sections a1, a2, b4, b5, d4, e1, g3, g6, h2, and h11.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: b5, h2, h3, h6 and h11. Reported event was unable to be confirmed due to limited information received from the customer and product was not returned. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.